Event description:
The customer initially reported that their device would not power off. Later it was reported that the device was intermittently not powering on either. The customer had previously reported this to physio-control and the device was evaluated and the main keypad assembly had been replaced for the failure to power off but this issue returned. Reference medwatch # 3015876-2015-00857. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The internal cable assembly which connects the power and system pcb assemblies was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed cable assembly was further evaluated in the failure analysis center. It was observed that the cable was misrouted internally and was trapped under mounting hole mh112. This caused chaffing of the insulation and wore through to bare wire on pins 2 and 3. Shorting of pin 2 to ground will cause the device to experience power issues, as observed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.